Event description:
It was reported that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure where the leads were removed. The explanted devices will not be returned. Additional information was received indicating that the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7093304. UDI: (B)(4).

Event description:
It was reported that the leads had high impedances. The patient underwent a spinal cord stimulator (scs) explant procedure where the leads were removed. The explanted devices will not be returned.